Event description:
The event involved a transpac® IV monitoring kit w/03 ml squeeze flush device, safeset¿ reservoir, 84" red stripe arterial pressure tubing and 2 needleless valves. It was reported that when taking a sample from the arterial catheter, there are bubbles that appear at the seal of the syringe which allows the line to be primed (sealing problem?) Risk of arterial air injection - the device was changed (identical lot number) > no problem noted. - severity: delay with disorganized treatment. Patient¿s condition: unstable condition (patient at the intensive care in distress breathing), same condition during and after the incident because there was no consequence on the patient because it was noticed immediately, and the device was changed immediately. No drug used with this device. No human harm. No adverse events. Delay in therapy: few minutes, the time needed to change the device. No blood loss considered clinically significant. No need for medical intervention. No physical defect observed before the incident; after the incident - defect difficult to see with the naked eye. Size of the air bubble was approximately about 5mm. The bubbles were not in contact with the patient.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Manufacturer narrative:
The reported complaint of bubbles in the fluid path was not confirmed on the returned device. No visual anomalies were observed on the returned device. When the returned set was primed and pressure leak tested, no leaks were observed. The returned set was connected to a blunt canula, an engineering sample and when drawn fluid no bubbles were observed. Without the return of the mating device, the reported complaint could not be confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Additional information product returned on 8/11/2023.